Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the inability to charge the battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that patient's battery charger was not charging the battery packs.